Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event, at around 04:00am, the patient´s wife woke up because of their dog barking. She then noticed that the patient was unconscious on the ground. The cgm reading would have indicated a low reading, but no specific reading was reported. The cgm device would not have alerted for the low reading. She wasn't able to give anything to elevate the patient´s blood glucose level and called the ambulance. The patient was treated with intravenous fluids, saline, and was brought to the hospital. The reporter could not remember the fingerstick reading results. The patient regained consciousness while being they were loading him into the ambulance. Treatment was continued at the emergency room (ER), and the patient was discharged the next day, after having spent more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On 01/02/2026, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event, at around 04:00am, the patient's wife woke up because of their dog barking. She then noticed that the patient was unconscious on the ground. The cgm reading would have indicated a low reading, but no specific reading was reported. The cgm device would not have alerted for the low reading. She wasn't able to give anything to elevate the patient´s blood glucose level and called the ambulance. The patient was treated with intravenous fluids, saline, and was brought to the hospital. The reporter could not remember the fingerstick reading results. The patient regained consciousness while being they were loading him into the ambulance. Treatment was continued at the emergency room (ER), and the patient was discharged the next day, after having spent more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 01/01/2026 at 4:01 am with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to unknown reasons on 01/11/2026. There were no bg calibrations attempted during the sensor session. On the date of the event, at around 4:00 am, the system was in a signal loss condition. Based on the backfill data, that was populated when the system re-established connection, the egvs were within target range and slowly falling. It was noted that there was no signal loss alert at the time due to the alert not being enabled at the time. No additional patient or event information is available.